Event description:
The reporter claimed that animas pump history showed bolus was given on (B)(6) 2011 at 2:02. However, the reporter denied bolus was given at that time and suggested that there may be a keypad issue. During troubleshooting, the animas representative advised the patient to go on the backup plan as a replacement pump will be sent. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the alleged keypad issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad buttons were found to be responding appropriately to button presses. The keypad was removed and no defects were found with the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.